Event description:
Customer reports that suture broke while closing fascia during an exploratory laparotomy. There are no reported adverse consequences to the patient related to this event.

Manufacturer narrative:
Date sent to FDA: 04/23/1999. H3, h6 - samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements.